Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. A xtw mitraclip (lot: 31113r1092) was advanced to the valve and grasped and captured a2/p2 center. Perforation of the posterior leaflet near the tip of clip arm. Mr worsened from trivial to moderate. With the grippers still lowered, the clip was opened to 120 degrees and a deep grasp of posterior apical tissue was performed, which took an additional 30 minutes. The mr reduced down to trivial again so the device was deployed. The procedure ended with mr reduced to trivial. It was thought the perforation was due to thin leaflet anatomy. There was no clinically significant delay.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation was likely due to thin leaflet anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.